Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during placement, th device was fractured. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was used, however; device fracture was noted. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 84.6cm distal of the strain relief. There was no distal portion of the device. Inspection of the remainder of the device presented no other damage or irregularities.